Manufacturer narrative:
Philips service adjusted parameters, and monitoring was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent cine exposure failure during use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.